Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that after the patient turned his implantable neurostimulator (ins) on, the left side of his face and his left side over the battery pack went numb. The patient also became light headed, experienced an emotional change and began to cry. The issue occurred on (B)(6) 2016. Interventions included instructing the patient to turn the device off; the patient felt better once the ins was off. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the patient reported the circumstances that led to the numbness and lightheadedness was that the device had been turned off for an unknown length of time and they were instructed on how to start up. Once they had restarted the device, the numbness and lightheadedness started and they were then instructed on how to turn the device off.